Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations connected with the server was on disconnected mode. A technical support specialist (tss) dialed into the server and restarted the becton, dickinson (bd) external messaging and message queuing services, then ran a query in structured query language server management studio (ssms) to verify that the enterprise server (es) was receiving messages. The es server successfully received and processed current messages, ran the downtime query, and no errors were displayed. The tss navigated to health sight viewer (hsv) and confirmed that no devices were in disconnect mode under priorities. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had connectivity issues and in disconnected mode. Additionally, new orders and patients were not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.